Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted.

Event description:
Approximately six weeks post hvad implantation via thoracotomy approach this patient suffered an ischemic cerebrovascular accident (icva). The vad coordinator reported that changes in mental status prompted the therapeutic team to order several CT scans which were initially negative, but a follow up CT scan confirmed a stroke. The patient subsequently developed aspiration pneumonia, requiring intubation and declined clinically, though neurologically he was able to follow commands. The last report received indicated the patient was extubated and his status was changed to do not resuscitate/ do not intubate (dnr/dni). He was discharged to hospice.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported this patient suffered an ischemic s accident (icva). Changes in the patient mental status prompted a computerized tomography (CT) scan which confirmed a stroke of suggested embolic nature. The patient was discharged home with hospice care support. The device was not returned to the manufacturer for evaluation as it remains implanted. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.